Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase of the procedure and after cardioversion was applied, the patient became hypotensive and pericardial effusion was observed by intracardiac ultrasound. Pericardiocentesis was performed in which 1.5 liters of fluid was removed from the pericardial space. The patient had to have an open-heart surgery to repair the perforation found in the left atrium (la). The patient was reported in stable condition, was transferred to the cardiac care unit (ccu) for observation and required 2 extra days of hospitalization before being allowed to discharge. Patient had fully recovered from the event. The physician did not attribute the causality of the event to the bwi product. Transseptal puncture was performed with an sl1 and baylis needle. There was no evidence of steam pop during the ablation. Catheter flow rates were standard for stsf. Graph, dashboard, vector and visitag were all utilized as visualization features. The parameters for stability used with the visitag module were 2mm, 3 sec 25% over 3g with a tag size of 3mm. Ablation index was used as coloring option. Since the event is life threatening and required surgical intervention and extended hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.